Event description:
As reported during use in patient this fogarty corkscrew catheter could not be removed from the sheath introducer when attempting to withdraw the catheter from the patient. As a result the catheter was withdrawn along with the introducer. Hemostasis was achieved and no additional incision or extension of hospitalization was required due to this issue. There was no allegation of patient injury. The device was not available for evaluation since it was discarded at the hospital.

Manufacturer narrative:
There was no product evaluation as the device was discarded and not returned. Without its return, it is not possible to determine if there was damage or a defect that existed on the unit that could have contributed to the event. It is not known if any procedural factors may have contributed to the reported issue. The device history record review was not completed as no lot number was provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.